Event description:
For a few weeks, the patient had been exhibiting seizures, slurred speech, and had been phasing out. At the time of the report, an MRI was being performed to rule out a stroke. It was noted that the MRI was related to the pump. The device system was used to deliver hydromorphone and compounded baclofen. There were no known interventions performed and no outcome was reported. In addition, the cause of the event was unknown. Further follow-up was requested to ascertain information related to these matters.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).